Manufacturer narrative:
The returned unit passed all specific functional testing requirements. When unit is properly positioned and put under pressure, the unit did not slip. General maintenance and cleaning required. General maintenance and cleaning required; unit has never been in for routine maintenance. Root cause analysis is undetermined at this time. Complaint is not confirmed.

Manufacturer narrative:
Investigation completed 10/16/2017. DHR could not be performed at this time since no serial or lot number has been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time, because the product has not been returned for evaluation.

Event description:
It was reported that a patient was being positioned in the prone position for a posterior cervical fusion procedure. The mayfield modified skull clamp along with the (a1072) skull pins was applied. The doctor had tightened the torque knob to 60 pounds of pressure. Once it was tightened, the patient¿s head slipped on the one pin side into the doctor¿s hand. Laceration occurred (unspecified location and size). The laceration was repaired and the patient was repositioned, repinned and the torque knob tightened and again the patient's head slipped for a second time on the same one pin side. The laceration was repaired and the patient was repositioned again in the same clamp. The surgery then proceeded. There was a delay in surgery reported, (unspecified time). Additional request for information was sent.